Event description:
It was reported that a patient developed an infection / seroma at an unspecified time following a body lift procedure. It is assumed that antibiotics were prescribed to address this event. Additional information was requested; no additional information was received.

Manufacturer narrative:
Date sent to the FDA: 11/14/2008. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. The actual device associated with this event is not known. Study reports the following possible products.- monocryl (poliglecaprone 25) suture. - monocryl (poliglecaprone 25) suture.